Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 49mg/dl. Customer was treated with glucose tablet. Troubleshooting was performed. Based on customer report customer alleging pump was under delivering the product will be returned for analysis. Infst mmt-387 qckstprdgm 10pk 6mm32n.